Event description:
Information was received from the patient regarding their stimulator (ins) implanted for non-malignant pain. It was reported that the stimulation turned off on its own a few months back. So patient turned it back on. It turned off again on the night of (B)(6) 2017 on its own. Patient stated that when he turned it back on, the stim was further down his legs instead of the middle of his back. No falls or accidents were reported. Patient worked inside a prison and wondered if the gates or wand could have caused it. Patient denied phone number. He said he was at work and there were so many phone numbers. Patient called again and had his patient programmer with him. It was reported that patient still felt the stim in his legs in all positions. Patient was asked to synchronize. Patient's stim was on, on program a and said upright, as patient was sitting upright. It appeared that patient did not have ability to change programs, and did not want to disable or change adaptive stim settings. Patient was going to follow up with hcp. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the patient had met with a manufacturing representative (rep) for reprogramming. The rep decreased the pulse wi dth to better cover low-back and posterior legs to feet; the patient is happy with the results of reprogramming. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient . It was reported that they contacted their hcp but were told to contact the manufacturer. The cause and interventions stated by the patient was that stim turned off on its own in couple of months 2 times. The dates and times were unknown. Both issues were resolved, patient had to use their programmer to turn stimulation back on. No further complications were reported/anticipated.